Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that half height drawer 2.1 pocket a4 had been malfunctioning. An fse executed test software, ejected all cubie pockets, cleaned, pulled the drawer, inspected and reseated all cables, and tested the drawer using the test software. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 5.1 pocket b2 had failed. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.